Event description:
It was reported that this right ventricular (rv) lead exhibited lead dislodgement at 5.0 volts at 0.4 milli seconds post implant device checked. The setting was changed to 6.0 volts at 1.0 milli seconds. This rv lead was surgically revised and remains in service. No additional adverse patient effects were reported.